Event description:
It was reported when the device was used during a laparoscopic cholecystectomy, the clips were malformed. The clips fell off post operatively and the patient was returned to surgery. The patient is recovering well.